Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
O2 supply pressure high and te24 was reported. The ventilator was investigated by our field service engineer on-site and the o2 gas module was replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator generated alarms for high o2 supply pressure. There was no patient harm. Manufacturer's ref #: (B)(4).